Manufacturer narrative:
Product analysis a forty-four (44) second video clip showing attempts to load the guidewire was received. The guidewire was loaded via the taper tip and advanced proximally however it did not exit the device luer. Attempts are then made to load the guidewire via the luer; however, resistance appears to be encountered and the guidewire cannot advance. The reported blockage was confirmed through review of the video clip. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the device returned with the external slider and back-end wheel in the home position. The stent graft was loaded in the device. No damage or deformation was present on the device. A 0.035-inch glidewire was loaded initially via the luer with a blockage identified 5cm from the luer port. The glidewire was then loaded via the tip and a blockage was found in the same location. The back end of the device was opened, and glue was found to be the cause of the blockage. The reported ¿blockage¿ can be confirmed through analysis of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis # (B)(4): (B)(6) 2021 video of device in all attachments. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate¿ esbf2514c103ee stent graft system was intended to be implanted in the emergent endovascular treatment of a unknown sized ruptured abdominal aortic aneurysm.¿ it was reported that during the procedure, once the device was opened, it was attempted to be loaded with a 0.035' non mdt guidewire. It was said the wire stuck at the end in the wire lumen and it was impossible to pass with the wire. The use of this device was abandoned and alternatively a bifurcate¿esbf2314c103ee was implanted without issue.¿ as per the physician¿ the cause of the event was a device failure/blockage of wire lumen.¿ no additional clinical sequalae were provided and the patient is fine.